Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) cylinder underwent a thorough analysis. The component was microscopically inspected and tested for leaks. A hole leading to a leak was identified at corner of a fold in the proximal end of the cylinder, along with wear at fold in its middle, proximal and distal end. Based on the information available and analysis results, the cylinder hole and leak could have caused or contributed to the reported clinical observation.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the right cylinder connecting tube was noted; therefore, the right cylinder was removed and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the right cylinder connecting tube was noted; therefore, the right cylinder was removed and replaced. There were no patient complications reported.